Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while using the access densaccess kit; the screwdriver broke during an anterior lag screw compression technique. While trying to insert the screw; the screwdriver broke. A fault in the bottom of the mechanism occurred; leading to several pieces of the screwdriver breaking. Guidewires were in place and countersink was completed. It was also reported that the patient was subjected to potentially having to undergo a more invasive and quality of life limiting operation due to the breaking of the screwdriver. The operation was completed with a non-synthes trauma kit which included the same cannulated screw and head hex dimensions. There was a reported surgical delay of 45 minutes. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the investigation of the complained screwdriver shows that the cardan coupling component is broken off at the connection between the cube part and the shaft. The broken off fragments are missing. The lateral sidewalls of the connection components are badly worn and bent outwards. There are wear and tear marks and scratches visible all over on the surface of the instrument. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The exact cause of this occurrence cannot be defined, because no detailed clinical information was provided and the broken fragment were not sent back for investigation. It is likely that a persistent application of mechanical force on the instrument led to the fracture. The relevant dimensions cannot be verified anymore due to the bad condition of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis implant/explant date: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.